Event description:
It was reported that a customer experienced multiple occlusions alarms. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin, reported no frequent or recurring occlusion issues, and case was closed with no further assistance needed.